Event description:
Initial report: this serious (as per ime definition) unsolicited report was rec'd from a pt via our affiliate in (B)(4) on (B)(6) 2011). This case involves a female (age not provided) who was treated with sculptra (poly-l-lactic acid) in 2009 for lines under her eyes. This pt reports, she had poly-l-lactic acid treatment 1.5 yrs ago. She has developed a small lump under her eye where the syringe was injected. She feels this is from the product stagnating and leaving her with a wart. She tried massaging it, but the lump remains. Other suspect drugs: none. Significant/relevant medical history: not reported relevant concomitant medications: not reported. Action taken: not applicable. Corrective treatment: massage. Outcome: not recovered/ not resolved. Physician/rptr causality: not applicable. A ptc (product technical complaint) has been initiated for this report: (B)(4).